Event description:
It was reported to philips that the system could not start up. The device was not in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips remote service engineer (rse) examined the system onsite and confirmed that the host pc failed to boot up. Upon troubleshooting, the philips field service engineer (fse) inspected the system onsite and pressed system on button, but system cannot boot. To resolve the issue, fse shutdown the igt system power, powered up the whole igt system and powered on the host pc. After repairs, the system returned to use in good working order. The codes were updated based on the investigation outcome.